Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an atrial undersensing noted which was leading to inappropriate atrial pacing and subsequent ventricular functional undersensing. Moreover, the atrial sensitivity was set to automatic gain control (agc) to 0.8 milli volts which was higher than nominal. As of this time, this crt-d remains in service. No adverse patient effects were reported.